Event description:
Dealer stated flowmeter on concentrator began fluctuating non-stop. Could not dial a set flow, alarm sounded a few minutes after this started. During the event, the pt's oxygen saturation dropped from middle 90's to low 80's. Pt became slightly cyanotic. Used another machine set on higher flow to bring oxygen saturation back up.